Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code "1870". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no damage observed. Event history log review was performed and found evidence of reported problem. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "showed error 1870 code" was able to be duplicated. During investigation the pump was power up and the pump displayed lec 1871. Simulated use testing was able to download event log and read out the pump log. But it was not possible to run the pump, and the pump errors out. The event log verifies that the event occurred (one 1870 & 1871 alarm recorded). During further investigation, the pump was opened and found the motor locked. Service replaced the pump motor. The problem source of the reported problem is unknown.